Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock for far-field p-wave oversensing on the ventricular channel. Programming changes were recommended.